Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported in an office visit note that the patient's underwent soft tissue debridement of the left knee due to "some late distal incisional discharge". No devices were reported as revised. Rep provided a patient packet including an operative report from the previous surgery and lab report, and confirmed that no further information will be available.